Event description:
A peripheral atherectomy procedure commenced to treat a slightly fibrous lesion in the superficial femoral artery (sfa). A spectranetics turbo-power laser atherectomy catheter was used to treat the patient. During use, the spectranetics cvx-300 excimer laser system displayed an error code, and the catheter could not be recalibrated. Another catheter was used to complete the procedure with no reported patient harm. Upon device evaluation on 30oct2025: visual inspection found chipped and missing fibers and epoxy at the turbo-power distal tip. This report captures the turbo-power with missing material; potential for harm.

Manufacturer narrative:
A3b) patient gender - not available from facility. B5/h3) during functional testing, the catheter calibrated and run at high energy; therefore, unable to replicate the reported complaint. H6) based on the device evaluation and investigation, when/how the chipped and missing epoxy and fibers occurred could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.